Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, increasing pacing impedance was observed on the right ventricular lead. High capture threshold was also noted on the lead. Device was reprogrammed. Replacement of the lead was discussed and the patient was stable.